Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported a "app is closed" notification on the g5 mobile application. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. A review of the data investigation could not confirm the reported event as no evidence of the application crashing was found in the crash logs. A root cause could not be determined.